Manufacturer narrative:
H4: the lot was manufactured from november 09, 2020 - november 10, 2020. H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with water which revealed a leak under the front right side of the top hanger hole of the bag. Additional magnification was performed which verified a small tear where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top seam. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.